Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. During the visual examination, it was observed that the clamp was missing. The reported issue was confirmed. A missing clamp can occur during manufacturing or in the user environment. During use of the device, a strong force applied during handling of the device may cause the clamp to break and fall off from the device. However, due to the lack of visible damage present on the extension tubing in the provided photos, it is highly unlikely that defect occurred during use. Therefore, the defect likely occurred during manufacturing. Preventative maintenance and visual inspections are performed at regular intervals to mitigate the risk from this type of defect but a device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in was missing a tubing clamp. The following information was provided by the initial reporter: "the customer reported that the clamp was missing."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 22 ga 1.00 in was missing a tubing clamp. The following information was provided by the initial reporter: "the customer reported that the clamp was missing."